Event description:
(B)(4). Same case as MDR#2134265-2012-06031. Same patient as MDR#2134265-2012-06036. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2010, a lesion in the ostium of the left anterior descending (lad) artery was treated with a 4.0 x 12 mm taxus liberte stent. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. Cardiac angiography revealed slight in-stent restenosis of the taxus liberte stent. A target lesion in the first obtuse marginal was treated with placement of a 3.0 x 16 mm promus element stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with recurrent chest pain lasting longer than 20 minutes and was hospitalized. Elevated enzyme values were observed and a mi was reported. There was no report of stent thrombosis or abrupt closure and the subject experienced ischemic symptoms in an unspecified location. Nine days later, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Patient date of birth: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).